Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/03/2019. The service technician confirmed the reported issue. Customer checked unit and found while normal booting error 1012, consistent with air valve liftoff failure, and during diagnostic mode irritating sound are coming from blower found. The service technician replaced the rp-blower assy to correct the reported issue.

Event description:
The customer reported blower not working. The device was not in clinical use at the time the issue was discovered, therefore, there was no patient or user harm reported.